Event description:
Info was received that reported the patient was hospitalized in 2008, due to an incident of hypoglycemia. The patient reports she experienced several days of extremely labile blood glucose. She reports that she could not control her blood glucose swings despite using both the insulin infusion pump and insulin injections at the same time. She reports that after 3 days of using both the pump and injections she was hospitalized due to a hypoglycemic reaction. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.